Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the introducer needle fractured while in the body. Customer blood glucose value was 122 mg/dl. The customer was assisted with troubleshooting. Customer stated that the introducer needle did not longer in the body. Customer stated that they did not receive medical treatment as a result of the needle fracturing while still in the body. The device will be returned for analysis.

Manufacturer narrative:
Inspected 1 opened or used sensor and found insertion needle bent outside of hub assembly. Needle is not broken. Unable to confirm customer received sensor in said condition due to customer returned opened/used.